Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the under-infusion was not identified or confirmed through log analysis. Laboratory testing confirmed the pump module was infusing within specification and had no incidents of unregulated flow occurring during testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external inspection process did not find any issues or anomalies with the suspect pump module that may have been a contributing factor for the reported under infusion. The administration set was requested but was not returned; therefore, it could not be inspected or tested. Internal inspection of the suspect pump module was performed. The logic board, motor controller board, air in line assembly, harness assemblies, rear case and the bezel assembly did not find any existing issues or anomalies. The facility reported the event occurring on 25oct2025, with no time specified. Error and event logs were retrieved from the suspect pump module; however, the facility did not provide the associated logs of the concomitant pcu, and the device was not received for investigation. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. No errors or discrepancies corresponding to the reported event were found. The logs show that on 25oct2025, the suspect pump module was first programmed at 8:39 am to infuse an unknown drug at 60 ml/hr with a vtbi of 783.389 ml. The infusion was suspected to be delayed at 3:44 pm for 35 minutes and at 4:19 pm the infusion was reprogramed with the same rate of 60 ml/hr with a vtbi of 358.793 ml. The channel was powered off at 8:51 pm. At 9:01 pm, the module was reprogrammed at the rate of 60 ml/hr with a vtbi of 1440 ml. The infusion was paused at 9:02 pm by the clinician, restarted one minute later, and turned off again at 9:22 pm. The total volume infused remains unknown. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Root cause: the root cause of the reported under-infusion was not identified or confirmed through log analysis. Inspection and laboratory testing of the device found the pump module infusing within specification.

Event description:
It was reported there was an under infusion of tpn. Per report: on (B)(6) 2025 when the clinician was hanging the evening bag of tpn 1440ml, the previous tpn bag was found to have 800-900mls remaining. Iaware indicated the tpn had been continuously infused throughout the day at the correct rate. As a result of the under infusion of tpn the patient (with a poor nutritional intake and poor urine output) required a normal saline bolus. The lvp channel was changed for a new one.

Event description:
It was reported there was an under infusion of tpn. Per report: on (B)(6) 2025 when the clinician was hanging the evening bag of tpn 1440ml, the previous tpn bag was found to have 800-900mls remaining. Iaware indicated the tpn had been continuously infused throughout the day at the correct rate. As a result of the under infusion of tpn the patient (with a poor nutritional intake and poor urine output) required a normal saline bolus. The lvp channel was changed for a new one.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.